Event description:
(B)(6) study. It was reported that a hematoma occurred. On (B)(6) 2021, the patient had a left atrial appendage (laa) closure procedure performed. A watchman truseal access system was used along with a 27mm watchman flx laa closure device and delivery system. The patient underwent successful placement of a 27mm watchman flx device with complete laa seal and deployed device diameter of 24.0 mm. Later that day the patient experienced a drop in blood pressure and it was noted that there was a hematoma in the right groin along with bleeding from the venous access site. Compression of the site was performed to treat the event. The event was considered to be resolved that same day. On (B)(6) 2021, the patient was discharged.